Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.

Event description:
The customer reported that the insulin pump had post reset alarm. Customer¿s blood glucose level was 208 mg/dl. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.